Manufacturer narrative:
Analysis of programming history.

Event description:
Clinic notes dated (B)(6) 2011 were received on (B)(4) 2012. The notes stated that this vns patient's mother contacted the physician in regards to an increase in seizures dated (B)(6) 2011. The patient's blood levels were checked, medication and supplements were increased. The patient's mother reported that as of (B)(6) 2011, the patient had been seizure free. The patient's vns settings were changed at the appointment. Attempts for additional information have been unsuccessful.